Manufacturer narrative:
The referenced prior history of percutaneous lead compromise was reported under medwatch MFR report # 2916596-2015-02298. (B)(4). Approximate age of device ¿ (B)(4). The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that on (B)(6) 2016 the system controller sounded pump off, driveline disconnected, and low speed alarms. The patient was asymptomatic. The alarms were discovered in the system controller history at the implanting center during a routine office visit. The patient denied performing a system controller exchange or disconnecting the percutaneous lead. The patient is hard of hearing and did not remember hearing an alarm. The patient has known prior percutaneous lead issues with suspected compromise internal to the patient and has been using an ungrounded patient cable when the system is connected to the power module. The system controller log file was submitted to the manufacturer's technical services for review. On (B)(6) 2016 at 17:51 a pump stop that lasted for about 4 seconds was noted while the system was supported by battery power. X-ray images revealed a suspect area on the external portion of the percutaneous lead. On (B)(6) 2016, technical services representatives performed an external percutaneous lead replacement. The maximum external length of the percutaneous lead was replaced. After the repair, the motor stopped events were unable to be reproduced with manipulation of the percutaneous lead while the system was powered with the ungrounded patient cable to the power module. No additional information was provided.

Manufacturer narrative:
The patient remains on lvad support. Review of the submitted system controller log file confirmed the pump stop events. Approximately 18.5 inches of the distal end of the percutaneous lead (lead) was returned for evaluation. The lead was tested for electrical continuity in the condition that it was received, which did not reveal any discontinuities or shorts. Visual inspection of the lead did not reveal any evidence of mechanical damage or breakdown of the wire insulation. High-potential testing did not reveal any areas of current leakage. Although no issues were found with the returned lead portion, it was reported that motor stopped events had occurred while the lvad system was connected to an ungrounded patient cable and when connected to battery power. Based on past experience of similar reported events, the findings could be indicative of lead compromise that involves a short-to-short condition. This can occur if two conductive wires simultaneously touch the ground shielding causing them to short to each other. These events can occur while supported with an ungrounded patient cable or battery power. A full examination of the entire length the lead could not be conducted because the patient remains ongoing on lvad support and with an ungrounded patient cable. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2016 the patient went to the emergency department due to pump stop, low flow, and low speed alarm events. The patient had been using an ungrounded patient cable with the power module. When the alarms occurred the patient performed a system controller exchange prior to reporting to the emergency department, but the alarms continued. Reportedly, the patient was asymptomatic the entire time. It was suspected that there was an internal percutaneous lead fracture. While at the emergency department the alarming primary system controller was unable to be silenced. It reportedly showed that the driveline was connected, even though it was not in use and the alarm did not sound normal. The backup battery was removed in order to silence it. It was reported that a suspected power surge from two broken wires caused damage to the system controller. Log files from the primary and backup system controllers were submitted to the manufacturer's technical services for review. The primary log file contained approximately 19 days of data and captured eight pump stop events that appeared to have occurred while the lvad system was supported on battery power. The backup system controller log file contained approximately 1 day of data and revealed multiple pump stop events that appeared to occur on both power module and battery support. The patient is not a candidate for a pump exchange and therefore would continue with an ungrounded patient cable at home when using the power module. The patient will be closely monitored for any further alarm conditions. The patient was reported as stable.